Event description:
It was reported that the right atrial lead continually dislodged during the implant surgery. The physician had repositioned the lead multiple times without success. The helix would extend normally, but the lead would continue to dislodge. Physician believed tissue was lodged in the helix. The lead was explanted and replaced. The new lead was successfully implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.